Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
User reports during the produce and after stent placement in the vessel when attempting to release the stent, the balloon was defective and dilatation was not possible. After several attempts to open the balloon with quick pressure, it was possible to place the stent in the vessel from the balloon and to open the stent completely with another balloon. Delay in the procedure, but no injury to the patient.

Event description:
N/a.

Manufacturer narrative:
Investigation summary: the details regarding this case were the following: the balloon of the advanta v12 stent was defective and dilatation was not possible. After several attempts to open the balloon with quick pressure, it was possible to place the stent in the vessel from the balloon and to open the stent completely with another balloon. By extending it with another advanta v12, good care was provided in the branch. The procedure was a covered perforated infrarenal aortic aneurysm and the target vessel was the superior mesenteric artery. The device in question was an advanta v12 6mm x 59mm catheter that had been placed through a 7fr introducer sheath. The model of the sheath is unknown. Upon receipt of the device it was clear that the balloon of the device had only partially inflated on the proximal end of the balloon. To determine if there was a leak in the balloon preventing the balloon from opening fully the balloon was attempted to be inflated. Upon pressurizing the balloon a large leak was noted as the balloon would not hold any pressure due to the large leak in the distal end of the dilatation zone of the balloon. Multiple attempts were made to pressurize the balloon by rapidly pushing on the syringe barrel but only one to two atmospheres were able to be produced and rapidly came back to no pressure. To determine where the leak in the balloon was the balloon was inspected under magnification. A series of 5 holes all in a line were noted on the balloon surface that were leaking. There were a series of holes but only 5 appeared to be through holes that were leaking. The holes were located in the distal end of the dilatation zone of the balloon. The hole start small and get larger in size as if something was dragged across the surface and are equal distant from one another. On the edge of each through hole is lifted balloon material. A review of the device history records show that there had been no samples rejected for leaks at the leak check operation prior to the stent being crimped in place. There had been two rejects at the top assembly level after the stent had been crimped in place for proximal weld defects. Due to the large size of the holes in this balloon the leak check prior to stent crimping would have detected such a gross leak. At the stent crimping operation the balloon is pressurized to 15 atmospheres as part of the stent crimping process. If a balloon leak of this size were present at this time in the process of crimping an audible hiss would likely been heard by the operator conducting the crimping operation. Balloon holes/damage of this magnitude has not been observed in manufacturing or ncrs. The details do mention that the procedure was related to a covered perforated infrarenal aortic aneurysm and the target vessel was the superior mesenteric artery. Based on this information it is likely that an endograft was put in place prior to the advanta v12. As this was an infrarenal aneurism that is below the renal arteries it is likely that an endograft with fixation barbs was used. Additionally, if the target was the superior mesenteric artery the catheter would have to navigate through the frame of the endograft and potentially the fixation barbs of the endograft to reach the mesenteric artery. The fixation barbs are extremely sharp and if made contact with the stent and balloon they would certainly cause punctures. It is also important to note that when following the instructions for use provided with the product, aw011781 advanta v12 IFU, preparation step 5, 6 and 7 require the user to prepare a 20cc syringe with saline or diluted contrast and connect the syringe to the inflation port of the catheter manifold. The operator is then instructed to pull a vacuum no less than three times on the catheter to remove air from the device. During this preparation a leak of this magnitude would likely show itself as air would continually be coming into the syringe. Based on the review of the procedural details, the evaluation of the returned device and review of the device history records, the complaint has been confirmed as the balloon was leaking however there is no evidence to support that the device was manufactured with a leak in the balloon. The most likely cause is that the device made contact with a sharp object such as a fixation barb of an endograft.

Event description:
Correction in wording: user reports during the procedure and after stent placement in the vessel when attempting to release the stent, the balloon was defective and dilatation was not possible. After several attempts to open the balloon with quick pressure, it was possible to place the stent in the vessel from the balloon and to open the stent completely with another balloon. Delay in the procedure, but no injury to the patient.

Manufacturer narrative:
Additional information: section a1, a4, b7 & h10. Related mfg report number: 3011175548-2024-00139; 3011175548-2024-00137. Corrected information: b5 (spelling of procedure), h6 - health effect - impact code.